Manufacturer narrative:
The esheath was returned to edwards for evaluation.  The returned esheath was visually inspected for abnormalities.  A liner delamination was observed approximately 2.5¿ in length.  The marker band was observed to be attached.  No linear tear was observed.  Minor distal tip damage was observed.  Scratches were observed towards the distal end of the sheath.  Due to the nature of the complaint, no relevant dimensional or functional testing was able to be performed on the sheath.   During manufacturing, the esheath is both visually inspected and tested several times throughout the process.  During manufacturing, the sheath shaft components were 100% visually inspected under minimum 3x. Furthermore, during the manufacturing process the esheath final assemblies were 100% visually inspected by both manufacturing and quality.  After sterilization, the sheaths are tested and inspected under a sampling basis during product verification (pv) testing.  The verification includes visual inspection for abnormalities both before and after seam expansion testing. All units from the work order passed pv testing.  These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint.   A device history record (DHR) review performed revealed no issues that would have contributed to the complaint events.    A lot history review was performed and revealed no other complaint relating to sheath distal tip ¿ liner delamination.   A review of the complaint history from may 2017 to april 2018 for edwards esheath introducer set (for all models and sizes) revealed 27 other returned complaints for sheath distal tip ¿ liner delamination.  A total of 23 complaints were confirmed but no manufacturing non-conformance were found in the returned samples.  The remaining 4 are pending engineering evaluation.  A review of the complaint history revealed that the occurrence rated did not exceed the april 2018 control limit for the trend category of ¿liner delamination.¿   the edwards esheath introducer set, instructions for use, the prepping manual and the training manual were reviewed for instructions involving esheath and commander preparation and procedure.  No IFU/ training deficiencies were identified.   A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.    The complaint for ¿sheath distal tip ¿ liner delamination¿ was confirmed through visual inspection.  However, no manufacturing non-conformances were identified in the returned devices.  Based on a review of the DHR, lot history, and complaint history, there was no indication that a manufacturing non-conformance contributed to the reported event.  A review of manufacturing mitigations supports that the esheath shaft has proper inspections in place to detect issues related to the reported event.  Additionally, a review of the IFU and training manual revealed no deficiencies.  The returned delivery system was observed to have a burst balloon and withdrawal difficulty was reported by the complaint site.  It is likely that, during retrieval of the delivery system into the sheath, the burst balloon caught on the liner at the sheath distal tip.  When subsequent withdrawal difficulty was encountered, excessive force and/or manipulation may have been applied, resulting in liner delamination at the sheath distal tip.  As such, available information supports that procedural factors contributed to the reported event.   No manufacturing or IFU/labeling inadequacies were identified.  Available information suggests that patient/procedural factors (withdrawal of burst balloon) may have contributed to the reported event.  As such, no corrective or preventative action is required at this time.

Manufacturer narrative:
(B)(4). Investigation is ongoing.  Ref. Related mfgr report number 2015691-2018-01578.

Event description:
As reported, during a transfemoral tavr procedure in the aortic position, post bav the commander delivery system balloon rupture during valve inflation/delivery.  Despite the balloon rupture, the valve was able to be fully deployed in an 80:20 aortic/ventricular position.  Post-op echo showed none-trace perivalvular leak (pvl) and no central aortic insufficiency (ai).   Upon removal of the delivery system, the balloon did not enter back into the distal end of the sheath, "it got pulled in 4 cm into seam of the sheath".  The vessel was perclosed and pressure was held.  No vascular injury was observed.  The patient was stable at the conclusion of the case.  The balloon burst was perceived to have been caused the patient's severe annular calcification.   Preliminary engineering visual inspection of a returned 16fr esheath revealed a liner delamination approximately 2.5" in length.